Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced issues with the generator and stimulation randomly turning off and on. The patient still feels stimulation intermittently. As a result, the patient underwent surgical intervention on (B)(6) 2020 to have their ipg replaced. Patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.